Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, a fragment of the guidewire was stuck in the lead and could not be removed. Now, there was a warning alert for low impedance that has been steady. A few months ago, the low impedance was noted and the pacing vector was changed. It is unknown if the low impedance measurements are due to the fragment of the wire still in the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead had several alerts for high undefined impedance and no capture. The lead was explanted and replaced. During the extraction of the lead, the physician grabbed the guidewire that had been left in the lead and some of the wire came out as well as the broken lv lead conductor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.